Manufacturer narrative:
A steris service technician arrived onsite to inspect the 4085 surgical table and found the table to be operating properly; no repairs were required. The reported event can be attributed to user error as the patient was not adequately secured to the surgical table in accordance with recommended positioning practices. The 4085 surgical table's operator manual states (pg. 1-2), "warning - personal injury hazard: patient must be secured to the table in accordance with recommended positioning practices. Unanticipated patient or table movement could result in death or serious injury." Failure to keep the patient properly secured with the patient safety straps at all times could result in death or serious injury." A steris account manager counseled user facility personnel on the proper use and operation of the 4085 surgical table, specifically, to ensure the patient is properly secured to the surgical table. No additional issues have been reported.

Event description:
The user facility reported that during a procedure, a patient rolled off of the 4085 surgical table upon user facility personnel activating the table "tilt" command. There was no injury associated with the reported event. The patient was not properly secured to the surgical table at the start of the procedure. A procedure delay occurred as user facility personnel repositioned the patient on the surgical table. The procedure was completed successfully.